Event description:
(B)(6), from the facility states that the bed is stuck in the mobility position.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.